Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy pacemaker (crt-p) device triggered a safety switch due to high out of range pacing impedance measurements greater than 3000 ohms. Upon interrogation, high pacing threshold measurements, noise oversensing and associated pacing inhibition were observed, but no episodes of asystole were identified. The system was reprogrammed to unipolar pacing and bipolar sensing configuration, and a patient follow up was scheduled. At this time, the root cause of the reported observations in unknown. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy pacemaker (crt-p) device triggered a safety switch due to high out of range pacing impedance measurements greater than 3000 ohms. Upon interrogation, high pacing threshold measurements, noise oversensing and associated pacing inhibition were observed, but no episodes of asystole were identified. The system was reprogrammed to unipolar pacing and bipolar sensing configuration, and a patient follow up was scheduled. At this time, the root cause of the reported observations in unknown. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy pacemaker (crt-p) device triggered a safety switch due to high out of range pacing impedance measurements greater than 3000 ohms. Upon interrogation, high pacing threshold measurements, noise oversensing and associated pacing inhibition were observed, but no episodes of asystole were identified. The system was reprogrammed to unipolar pacing and bipolar sensing configuration, and a patient follow up was scheduled. At this time, the root cause of the reported observations in unknown. No adverse patient effects were reported. The lead remains in service.